Manufacturer narrative:
Zoll medical germany evaluated the device and the customer's report was not replicated or confirmed. The device passed all tests with a known good battery, testing include all power tests (ac/battery), environmental chamber tests, bench testing, and an internal inspection. No power-related accessories were returned for evaluation. No power up condition will not be captured in logs. The ac charger was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.